Event description:
It was reported that during a lap chole procedure, the device fired two clips successfully and then would not fire. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 10/01/2008. Jaws. Evaluation summary: the analysis results found that the el5ml device was returned with the jaw ramp broken off from the left side. The device was cycled and it malformed 4 clips and ejected the remaining clips due to the returned condition. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were noted during the manufacturing process.